Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it was noted during a remote transmission, that the right ventricular lead exhibited poor sensing and high capture thresholds. The patient was checked at the clinic on (B)(6) and the same anomalies were noted. The lead was capped on (B)(6) 2013.